Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that one touch ultra meter would not power on. The pt tests her blood glucose twice a day. She tests around 7:30 am every morning before breakfast which she eats around 9:00 am. She also tests in the evening time. The pt indicated that the alleged meter issue started three days prior, at around 7:38 am. The pt claimed that she was unable to test her blood glucose because of the meter issue. Around 8:15 am that same morning, the pt alleged that she developed symptoms of shakiness. The pt administered self-treatment by eating cereal which helped to relieve her symptoms. The pt explained that if she had been able to test her blood glucose that morning and gotten a relatively low reading, she would have eaten breakfast sooner. The pt denied seeking or receiving medical attention from a health care provider during the time of concern. While speaking to the one touch customer advocate (otca), the pt was able to turn the meter on without any issues. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.